Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd893875 and gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 3 of 3, for the minicap involved in this peritonitis event. This is a report of peritonitis in a patient. The patient experienced peritonitis and was hospitalized on the same day. However, the treatment was not reported. Six days after hospitalization, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.